Event description:
The account stated that an initial negative architect hbsag result was generated (0.01 iu/ml). The sample was retested and was reactive (1.59 iu/ml). An aliquot from the original sample was run and was reactive (1.15 iu/ml). In addition comfirmatory testing was positive. The results were reported as reactive. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). No return material was received from the customer. In order to perform the investigation an in house retained kit of architect (B)(6) lot number 69158lf00 and two commercially available seroconversion panels (B)(4) were used. One run was performed as per our in house test procedures on one architect instrument, as per package insert instructions. All control values generated were within package insert specifications. One replicate of each seroconversion panel bleed was tested using the reagent kit. The seroconversion panel profile generated by lot 69158lf00 was comparable to the historical panel profile data previously generated. Therefore the sensitivity of this lot is deemed to be acceptable. The results of the investigation demonstrate that the (B)(4) architect (B)(6) reagent kit in question (lot 69158lf00) is performing within its intended use, label claims and specification. In addition, testing data generated by the quality control laboratory prior to approving this reagent lot was reviewed. No anomalies were reported and all kit release specifications were met. Complaint report records wee also reviewed for architect (B)(6) list 6c36 and no adverse trends were identified for the complaint issue. Per the architect (B)(6) package insert (B)(4) "if the (B)(6) results are inconsistent with clinical evidence, results should be used in conjunction with patient history and other (B)(6) for diagnosis of acute or chronic infection." Refer to the limitations of the procedure section in the assay package insert. It is recommended that another sample be obtained and additional tests be performed e.g. (B)(6) igm/total (B)(6). Furthermore as per the package insert it is recommended not to use heat inactivated or grossly hemolysed specimens and to inspect all samples for bubbles with an applicator stick prior to analysis. In addition the architect system operations manual was reviewed and the issue of erratic results is addressed. It remains unclear why the discrepant (B)(6) result was obtained with the specimen at the customer site. No returns were available to support the investigation therefore the cause of the issue was unable to be determined. No malfunction/product deficiency was identified. This is the final report

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. This report is being filed on an international product, list number 6c36, that has a similar product distributed in the us, list number 1l80.